Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a uti, which was causing his blood sugar to spike. Customer had bled from his colon and will be getting a blood transfusion. Customer stated that he had no issues with the insulin pump . Customer was wearing the insulin pump when the paramedics arrived after his doctor advised to call 911. Customer's last blood glucose was 337 mg/dl. Customer stated that the paramedics removed the pump. Customer was having trouble bolusing and was not getting an alarm on the insulin pump. Customer was advised to do a set change when he called earlier. Customer reported that he used the insulin from the same vial. Customer stated that he may have given himself too much insulin because his blood glucose was 57 mg/dl. Customer stated that he woke up with a blood glucose of 571 mg/dl in the middle of the night. Customer thinks it was because he suspended the pump. Customer's current blood glucose is 363 mg/dl. Customer treated with the pump.